Manufacturer narrative:
Boston scientific's post market quality assurance laboratory confirmed that the device was operating in fallback mode. Visual inspection noted tool marks on the device case and bodily fluid contamination in the lead barrels. There was a hole in the rv+ seal plug; all other seal plugs were intact. Detailed analysis found that diagnostics built into the device detected unexpected changes in certain locations of device memory. A designed precautionary response by the device resulted in a change to a well-defined "safe" default mode which operates as a single-zone ICD with limited programmability and shocking capability, and would have protected the patient in case of an arrhythmia. Additionally, non-programmable vvi pacing at 60 ppm is available. The cause of the device behavior was concluded to be a result of software corruption induced by radiation therapy. Device performance following radiation exposure is discussed in product labeling.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent radiation therapy. The device subsequently went into safety mode. The device was successfully replaced and was returned for analysis. No adverse patient effects were reported.